Event description:
It was reported to philips that the system's x-ray tube was defective, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a vascular procedure. The procedure was completed successfully by switching from the small focus to the larger focus. It was reported to philips that the tube bundle was defective. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system issued a warning indicating a small focus defect, after which the system switched to the larger focus. To resolve the issue, fse replaced the tube. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure is completed by switching small focus to large focus by using the same system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.